Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.